Event description:
As reported to coloplast though not veriifed, patient was implanted with a coloplast and competitor prodcut on or about (B)(6) 2008. The patient reported she suffered serious bodily injuries, including extreme pain, bladder spasams, continued urinary incontinence, erosion of her internal bodily tissues, and ohter injuries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): device not available.

Event description:
As reported to coloplast though not veriifed, patient was implanted with a coloplast and competitor prodcut on or about (B)(6) 2008. The patient reported she suffered serious bodily injuries, including extreme pain, bladder spasams, continued urinary incontinence, erosion of her internal bodily tissues, and ohter injuries.

Manufacturer narrative:
The patient identifier submitted in the original report was incorrect. This follow-up report provides the correct patient identifier. Device not available.